Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product caiman disp.instr.non articul.d:5/360 mm. During an unspecified procedure, the caiman instrument did not seal correctly. Another device was used instead and there was an approximate 10-15 minute delay in surgery. There was no patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived in a contaminated condition. According to the available information, there were no negative consequences for the patient. The instrument exhibits no outwardly damages or defects. First we made a visible inspection of the jaw. Except the soiling blood and tissue, we found no abnormities like burned or charred peak. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.(B)(4), and checked the electrical functions: the results were good. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. The root cause for the problem is most probably usage and / or patient related. Because the caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters we assume a usage and / or patient related error.